Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient loss therapy several months ago due to failure to recharge their scs ipg. Subsequently, the ipg was deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2018 where the ipg was explanted and replaced which resolved the issue.